Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended.

Event description:
The customer reported that the system displayed a black screen when attempting to take a fluoro shot. There is no report of pt injury associated with this event.